Event description:
It was initially reported that the patient was having an increase in seizures for the past couple months and is unable to sleep. The patient is having a generator replacement since their generator is nearing end of service. The physician feels that the increase in seizure is related to the generator nearing end of service. The patient had a generator replacement. The generator was returned to the manufacturer for evaluation. Product analysis is planned but has not been completed to date. Good faith attempt for more information have been unsuccessful to date.

Event description:
Additional information was received that the product analysis was completed on the generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The elective replacement indicator (eri) was set. The battery was partially depleted and determined to be the result of normal expected battery consumption based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Follow-up with the neurologist's office indicated that the increase in seizures was believed to be due to the generator nearing end of service. Since replacement the patient is doing much better and his seizures have returned to normal. It was unknown is the seizures were above or below baseline as the office did not see the patient before she had vns. No further information was known or provided.

Manufacturer narrative:
.